Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was placed on (B)(6), 2009. According to the complainant, during the replacement procedure on (B)(6), 2010, the internal bumper of the initially placed device detached inside the patient's stomach. The physician did not feel resistance when the device was being withdrawn from the patient's stomach. The physician removed the device endoscopically. No parts remained in the patient. The procedure was completed with a new securi- t percutaneous replacement gastrostomy tube. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation found that the internal bolster had detached from the feeding tube. Flash from the inside of the bolster was still attached to the feeding tube. A mold line was found on the tube indicating that the bolster had been properly attached to the tube. The internal face of the bolster was found to be cracked where it had separated from the tube. The returned unit was consistent with the complaint incident that the internal bolster detached during replacement. During the evaluation the internal bolster was found to be detached from the peg tube. It most likely detached due to excessive force being used during removal of the device. Therefore, the most probable root cause is operational context. A review of the device history record was performed for lot number 12743159 and revealed no related issues to this complaint. (B)(4)

Manufacturer narrative:
(B) (6). (B) (4) - components detached in patient and retrieved. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was placed on (B) (6) 2009. According to the complainant, during the replacement procedure on (B) (6) 2010, the internal bumper of the initially placed device detached inside the patient's stomach. The physician did not feel resistance when the device was being withdrawn from the patient's stomach. The physician removed the device endoscopically. No parts remained in the patient. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. The patient's condition at the conclusion of the procedure was reported to be good.